Event description:
It was reported that a patient contracted an infection after using the graft. The doctor did not provide a lot number. The patient was given medication.

Manufacturer narrative:
Initial submission was inadvertently submitted to the FDA webtrader test account.